Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Radiological findings confirm implant rupture on the right side and silicone lymph nodes noted again in the right axilla. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient ultrasound report shows a suspected rupture. This relates to the right device. Device remains implanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: broken shell, black particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening."

Event description:
Patient provided an ultrasound report which shows a suspected rupture. Radiological findings confirm implant rupture on the right side and silicone lymph nodes noted again in the right axilla. Physician confirms "rupture in 1 side¿ and ¿uss showed silicone in lymph node and 2x lumps in the armpit". This relates to the right device. Device has been explanted.